Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported to the hospital experiencing lightheadedness, blurred vision, and sweating. A loss of capture was observed on the atrial lead. It was determined that the lead had become dislodged. The lead was successfully explanted and replaced on (B)(6) 2015.